Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the end of the brush head became detached while he was brushing his teeth. No injury was reported.